Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The obturator was received. The insufflation syringe was received; the tip of the syringe was broken off and stuck in the insufflation valve. The trocar balloon appeared intact. The locking collar and flapper valve were intact. The insufflation valve was cracked. The trocar balloon was unable to be properly inflated due to the cracked insufflation valve and the syringe tip stuck in the valve. The locking collar and flapper valve functioned properly. No other functional abnormalities were observed. Visual and functional testing of the returned sample confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to a crack in the insufflation valve and broken syringe. The reported condition was not confirmed. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, a bubble was found on the tip of the device, and the tip of the syringe was broken. The device was not used in the patient. There was no reported patient injury or adverse event.